Event description:
The customer reported that while on battery power, the device powered off by itself without sounding an audible alarm. In 2005 at an unspecified time, the pump was programmed on ac power to deliver normal saline and the delivery was started. No specific programming parameters were provided. Next day at approximately 1000, the nurse unplugged the device from the ac outlet and within 30 seconds, the pump powered off by itself. No audible alarm sounded. Reportedly, the pump had been plugged into an ac outlet for approximately eight hours. The nurse immediately plugged the device into the ac outlet and powered the pump back on. The pump then sounded an audible alarm tone and displayed an error code. The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.